Event description:
Covidien, barrx 360 express rfa balloon catheter, ablated only one time and then would not ablate again x 2 catheters. Error message e73 appeared on halo flex energy generator. Immediate troubleshooting discovered no observable issues. Procedure unable to be completed. Generator and like catheter utilized in previous case without issue. Medtronic representative (B)(4) notified. FDA safety report ID # (B)(4).